Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements the iliac branch component instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the reported use of the device in proximal anatomy having diameter smaller than 17mm and the reported vessel coverage. [Intended use, efficacy or effect] (2) the gore® excluder® iliac branch endoprosthesis the gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore excluder aaa endoprosthesis to isolate the aneurysm from systemic blood flow and preserve the blood flow in the external iliac and internal iliac arteries in patients with a common iliac aneurysm (including an aneurysm from abdominal aorta to iliac artery) who have appropriate anatomy, including: 2. Minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe [anatomical requirements] 3. For ibc, minimum common iliac diameter of = 17 mm in diameter at the proximal ibc landing zone. [Defects and adverse events¿ possible defects and adverse events include the following, 2) other adverse events: occlusion of device or native vessel, w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for left common iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis and gore® excluder® aaa endoprosthesis. When the iliac branch component (ibc) was deployed just above the bifurcation of the left internal and external iliac arteries, the distal portion of the internal iliac gate did not deploy. Multiple attempts were made to deploy the distal portion, but it was unsuccessful. It was confirmed that the distal portion of the internal iliac gate had entered the external iliac artery, resulting in insufficient deployment. The physician determined to place the device with external iliac landing, and the left internal iliac artery was embolized with coils. After all stent grafts were deployed, stenosis of the left peroneal artery was confirmed. The cause of the stenosis was considered to be thrombus flow from the left common iliac artery or pre-existing stenosis. Pta (percutaneous transluminal angioplasty) ballooning was performed on the left peroneal artery, and the procedure was completed. The physician stated the following: the entrances of the internal and external iliac arteries were somewhat distant and overlapped, making it difficult to determine the origin of the branch. In addition, the proximal common iliac artery was severely narrowed, making it impossible to carry out the usual procedure of deploying the ibc toward the proximal and then pulling it to adjust its position. It cannot be said with certainty that the stenosis of the left peroneal artery was due to thrombus embolism. With the ibe waiting to be deployed in the left external iliac artery, it is unlikely that a thrombus from the left common iliac artery would pass by it and flew to the distally.